Manufacturer narrative:
Findings: pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corner, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer was reported via phone call that, the out edge of reservoir cap is broken and had just noticed this morning. The blood glucose was unknown at the time of the incident. Customer reports they are unable to describe the possible damage to the drive support cap. Adv to perform a self-test and which was completed . Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.